Event description:
It was reported "the tip of the catheter was damaged during use. Although there was no problem noted with the catheter before insertion, customer noticed the shape of the catheter tip seemed abnormal while inserting under radiographic guidance. Therefore the catheter was removed from the patient to be checked and the tip was found damaged. The catheter did not reach to the heart. The catheter was inserted as per the usual procedure." There were no patient complications reported.

Manufacturer narrative:
One pacing catheter was received without any attached components. Initial examination revealed blood under the balloon. Visual examination found that the catheter tip was completely broken just proximal of the proximal electrode. Cross surfaces of the broken catheter tip appeared uneven and rough. Adhesive and blood was observed on the edge of broken catheter tip. There was no visible damage observed on the balloon, windings, or returned syringe. Balloon inflation testing could not be done due to the catheter tip breakage. Continuity testing was performed on the distal and proximal electrodes and there were no open, intermittent, or short conditions observed. Visual examinations were performed under microscope at 20x magnification. A review of the manufacturing records indicated that the product met specifications upon release. The report of catheter tip damage was confirmed. An investigation has been initiated to determine if the root cause for the broken catheter tip is related to the manufacturing process and implement any necessary corrective actions.